Event description:
The manufacturer received information alleging a ventilator's lcd screen was blank. The device was not in patient use. The device was evaluated at the manufacturer's service center and the customer's complaint was confirmed. The device's lcd display was replaced to address the issue.